Manufacturer narrative:
The customer replaced the motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "blower temperature high (diagnostic code 1122)", had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer confirmed that the error code was in the event log. The customer then confirmed that the air inlet filter and cooling fan were clean and operational. The remote service engineer (rse) then advised the replacement of the blower assembly and/or motor controller (mc) printed circuit board assembly (pcba).